Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed.

Event description:
Customer called regarding a readings issue, but while assisting him, it was discovered the unit of measure had changed on his unlocked freestyle flash blood glucose meter. There was no report of death, serious injury or mistreatment associated with this event.